Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the wound drain was defective.

Event description:
It was reported that the wound drain was defective.

Manufacturer narrative:
The reported event was unconfirmed. Received 1 hubless silicone flat drain in opened packaging. Verified material number 0072430 and batch number ngjx2125. Visual inspection noted no obvious observations. Using the in-house bulb evacuator the flat drained suction methylene blue solution (3 drops 1percent methylene blue per 100ml distilled water) solution without difficulty. The reported event was not able to be replicated. Risk, labelling, and DHR review was not required as the reported event was unconfirmed. No additional actions can be taken at this time. Correction: d,f,h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event was unconfirmed. Received 1 hubless silicone flat drain in opened packaging. Verified material number 0072430 and batch number ngjx2125. Visual inspection noted no obvious observations. Using the in-house bulb evacuator the flat drained suction methylene blue solution (3 drops 1% methylene blue per 100ml distilled water) solution without difficulty. The reported event was not able to be replicated. Risk, labelling, and DHR review was not required as the reported event was unconfirmed. Corrections made to tab f. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the wound drain was defective.